Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. A lead safety switch (lss) was also observed on this event. The lead was tested, pocket manipulation and programming changes were done and impedance measurement was found to be within normal ranges. Subsequently, the physician was closely monitoring the patient's pocket for possible infection. Low intrinsic amplitude was also noted. The patient had atrial flutter and will be monitored. The system remains in service. No adverse patient effects were reported.